Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30-32mm x 2.75mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 2.75mm x 20mm nc emerge® balloon catheter was advanced for pre-dilatation; however, the balloon was unable to inflate. The device was removed and it was noted that the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30-32mm x 2.75mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 2.75mm x 20mm nc emerge® balloon catheter was advanced for pre-dilatation; however, the balloon was unable to inflate. The device was removed and it was noted that the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.